Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in the bipolar configuration. The lead would be monitored through intensified clinial follow-ups. The lead would remain programmed in the bipolar configuration.

Manufacturer narrative:
No medwatch form was received.